Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritonitis event. The cause was unknown. It was unknown if the patient was hospitalized for the event. The patient was treated with cefipine injection (1 gram, route and frequency not reported), amikacin injection (250 milligrams, every day, and route not reported) and vancomycin injection (1 gram, every 5th day, and route not reported) for the peritonitis. It was unknown if the patient was recovered from the event. Pd therapy was ongoing. No additional information is available.